Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported 4 false positive results with the ID now covid-19 assay. The customer did not provide any additional information, including treatment and patient outcome.

Manufacturer narrative:
Aware date correction from 21jun2021 to 27apr2021.